Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the side rail opened when the patient leaned on it. Due to that the patient fell and sustained serious injury (headache and vomiting).